Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Dr. (B)(6) did the primary left tkr w/legacy old style 3d knee (B)(6) 2017. The patient presented with failed/loose displaced femoral component. Dr. (B)(6) removed the femur, tibia and tibial insert. He implanted the empower revision knee with femoral and tibial cones.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2018-00292; 233-01-110, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.